Event description:
According to the rptr, the device displayed excessive artifact while monitoring a pt. The 3 lead cable was swapped out and proper operation was observed. No adverse affects to the pt were reported as a result of the alleged malfunction.